Manufacturer narrative:
One medfusion 3500 pump was returned for the evaluation of the reported event. The device was received with no external damages. A DHR, device history review, was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event history log showed a "check clutch/plunger level" alarm. To further investigate, a start up, multiple flow, and occlusion tests were conductions. The customer's problem was not confirmed. The clutch half's left and right were replaced with leadscrew and spring as a preventive measure as parts were over eight years old. No further actions were taken.

Event description:
Information was received regarding a medfusion 3500 pump. It was reported that the device failed occlusion with check clutch/plunger. There was no patient involved during this event.